Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the vaso view hemopro fell into the pt's leg. The piece was retrieved through the original incision. It took a bit longer to get the vein out. A replacement device was used to complete the procedure.